Manufacturer narrative:
The field service engineer (fse) cleaned the sipper probes, cleaned and purged the sample probes, cleaned the ise sonic wash stations, and ran precision checks. Calibration and qc were performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 2 patient samples on a cobas pro ise analytical unit. The initial results were reported outside of the laboratory. The doctor questioned the results and the samples were repeated. On (B)(6) 2022, patient 1 had a na result of 151 mmol/l. The sample was repeated on (B)(6) 2022 on another analyzer and the result was 142 mmol/l. The patient had another sample collected and the results matched the repeat results. On (B)(6) 2022, patient 2 had a na result of 152 mmol/l. The sample was repeated on (B)(6) 2022 on another analyzer and the result was 144 mmol/l. The patient had another sample collected and the results matched the repeat results. The repeat results were deemed correct. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer stated that their qc was acceptable. The investigation did not identify a product problem. The root cause of the event could not be determined.